Event description:
Two (B)(6) crews were dispatched to the scene of a patient in cardiac arrest at approximately 16:55 and 17:02 on (B)(6) 2010. The patient's collapse was witnessed by bystanders, the first (B)(6) crew arrived on the scene at approximately 17:02 and began their patient assessment. Their device was connected to the patient, and the (B)(6) crew observed the patient to have an asystolic rhythm. CPR was initiated and at that time, approximately 17:03, the second als crew arrived. Patient care was continued, with CPR and administration of several medications. The patient had a return of spontaneous circulation (rosc) and was transported to a hospital at approximately 17:34, arriving at approximately 17:37. It was reported that while transferring the patient from the ambulance stretcher to the hospital stretcher, the device defibrillated the patient at 360 joules. All crew members involved deny hearing any audible warnings or alert tones from the device. All crew members involved also deny purposefully touching or coming into contact with any of the buttons on the device. The patient's rhythm prior to and subsequent to the inadvertent defibrillation was a trial fibrillation. It was indicated that there was no noticeable change in the patient's condition and no adverse event as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure was not determined.